Event description:
It was reported that during lap anterior resection procedure, the surgeon wanted to use harmonic device. However, when setting up the instrument and proceeding to test, there was error message of instrument error. Using another handpiece, it was same error message. Therefore, had to change to another instrument, after which instrument could be used. However, during the procedure, the active blade dropped off from the shaft which instrument was in patient. Surgeon had to remove the loose active blade from patient's body cavity. Another instrument had to be opened.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: is it known which generator was being used with this device (gen04 or gen11)? Gen04 was being used for this case. Was the active blade able to be retrieved laparoscopically? Yes, the broken active blade was retrieved laparoscopically. Patient is doing well post-operatively. The device a was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review. The device (b) was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j90x0x, expiration date: 03/2017, manufacturing date: 04/2012.